Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer hit the pump on a corner and the pump touch screen became cracked and no longer functional for the delivery of bolus insulin. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.